Manufacturer narrative:
Additional information: (B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Healthcare professional reported left side "periprosthetic seroma, changes in the coloration of the implant, suggestive of leakage", "bilateral axillary lymph nodes with benign appearance" and "lobulations and data suggesting capsular contracture". Device has been explanted.